Event description:
The customer stated she was hospitalized for low blood glucose levels. The customer stated she did not know why the blood glucose went low and that she did not over-bolus or prime while being connected. The time and basal rates were correct on the insulin pump. During troubleshooting, the insulin pump was having a priming anomaly and would not prime correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.